Manufacturer narrative:
The facility reported they changed from cidex opa to medivators rapicide (glute); however, they did not change the chemical temperature in aer reservoir or alarm settings in the initial set-up. The rapicide chemistry is labeled for use at temp above 35c and a minimum soak time of 5min. It was reported that this change in chemistry happened 1.5 yrs ago. There is no way to determine what level of disinfection was achieved on the endoscopes reprocessed at the lower temp. Originally, the facility did not contact medivators for consultation for the change over in chemistry. Upon receipt of the call by medivators technical service, the user was advised on how to reprogram the machine for use with rapicide glutaraldehyde. The facility then contacted the local medivators clinical support specialist for additional assistance. The aer was programmed according to specification. To date, there have been no reports of patient injury or illness. This complaint will continued to be monitored within medivators complaint system.

Event description:
The facility reported they changed from cidex opa to medivators rapicide (glute); however, they did not change the chemical temp in aer reservoir or alarm settings in the set-up. Potential cross contamination.